Event description:
It was reported that high capture threshold and a decrease in sensing were observed. Micro-dislodgement was suspected. Lead was explanted and replaced. The patient condition was not affected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.